Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 16mm synergy xd drug-eluting stent was loaded onto wire and was moving through the vessel to the lesion; however, the physician noticed a stent fracture in the middle of the stent. The device was removed, and the procedure was completed with a new stent. There were no patient complications reported. It was further reported that the stent was damaged in the middle and the stent delivery system was removed in one piece.

Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 16mm synergy xd drug-eluting stent was loaded onto wire and was moving through the vessel to the lesion; however, the physician noticed a stent fracture in the middle of the stent. The device was removed, and the procedure was completed with a new stent. There were no patient complications reported.